Event description:
It was reported that, "opened 5531-g-309, lot lbw178 the appearance of the insert did not look correct. Decided to open another 5531-g-309, lot lbv804 the insert looked the same as the first. Surgeon decided to use the 5531-g-309, lbw178."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR.# 9610726-2010-00193.